Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. There was no unexpected reset to factory default noted. Analysis was unable to perform the displacement test or verify motor position encoder error alarm in alarm history screen due to motor error alarms. The pump had a scratched display window, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 396 mg/dl. The customer treated forth the high blood glucose using manual injections. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated the pump is not able to rewind and was not able to verify the motor position encoder error. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.